Event description:
In 2002, the account reported a negative patient result with suds hiv1 lot 1236. Three weeks later, a new sample from the same patient was run with positive results from suds hiv1 lot 1236. Both samples were run on the same kit. No impact to patient management or injury reported.